Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was continued when the issue happened. The procedure was completed by transferred the patient to the other device. The philips field service engineer (fse) visited onsite and confirmed system cannot perform exposure. After reviewing log file, fse found that longitudinal potentiometer problem. To resolve the issue, fse replaced potentiometer. After replacement of the potentiometer, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.